Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to have a deformed and bent helix. The visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Then testing was completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. The inner insulation test did not pass, indicating an electrical short between conductors. The continuity test was performed and there was a clipped at terminal pin to terminal ring (should read open), and it failed while flexing at neck region. The stylet insertion test passed without issue, indicating no blockage in the lumen. Insulation damage and inner coil bent with body fluids was approximately 585 mm from the terminal pin end of the lead (neck region), this was induced damage.

Event description:
It was reported that, this right ventricular (rv) lead was attempted on the left bundle brand. The rv lead did not pace or sense in bipolar configuration and exhibited low pacing impedances out of range. Subsequently, a new rv lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was attempted on the left bundle branch. The rv lead did not pace or sense in bipolar configuration and exhibited low pacing impedances out of range. Subsequently, a new rv lead was implanted. No adverse patient effects were reported.